Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in d9; h3 corrected information has been provided in d4(catalog, serial) the cause of the bleeding was most likely use related due to anticoagulation management with high act since heparin slow down once protamine was administered. Also patient condition could have played a contributing factor causing bleeding with patient having coagulopathy. The cause of the delivery issue was most likely patient related due to vessel calcification and as evidenced as a cannula kink resulting from the resistance during delivery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was being inserted via the left axillary artery graft site to support the 77 year old male patient who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The patient presented in scai stage d shock, and previously supported by inotropes, vasopressors, and a vent for respiratory needs. The patient had known av fistula in the right arm for dialysis and peripheral arterial disease with calcification. The team repeatedly attempted to place the 5.5 but, despite exchanges of the guidewires and diagnostic catheters, the 5.5 failed to deliver. Resistance was met and the pump could not advance beyond the subclavian aortic arch turn. They swapped out with a cp pump, which did eventually deliver to the left ventricle and support was initiated. This cp was able to be delivered but the site of access was observed to be saturated and so they closed with nylon stiches, placed a jp drain, and gave 1 unit of blood. They also gave protamine to reverse the heparin and applied pressure. All these measures slowed the blood loss from the access site of the cp. Patient remained on support for 3 days til weaned and explanted.